Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the latch sensor was not properly positioned in the hard stop. It appeared that the sensor was made incorrectly, preventing it from fitting completely into the catch. A field service engineer replaced a new sensor that correctly fits into the hard stop to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer indicated that ICU 1/2 main drawer 5 could not be restored due to an "obstruction." Following unsuccessful attempts to free up storage space, we rebooted the pyxis workstation and utilized the pyxis keys to open the malfunctioning drawer. Despite these efforts, our attempts to recover storage space were unsuccessful once again. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.